Event description:
It was reported that (1) device was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the rep that the hp052 instrument is malfunctioning. With multiple blades, it emits a solid tone.